Event description:
It was reported that a device alarmed for a system error 322 while in the critical care unit. The device was replaced and the infusion was continued. There was no pt harm.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device eval is submitted.